Event description:
Patient to operating room for prostate surgery. Cystoscope was introduced by surgeon and poor visualization on the monitor was noted. Procedure aborted without completion. Patient will have to undergo second procedure/anesthesia to complete procedure.